Manufacturer narrative:
The customer¿s allegation is substantiated. The investigation indicated that all 3 patient samples originally had a CT value at the limit of detection (lod). Lod samples have a low viral load and are low titer samples. For very weak samples near the lod of the assay it is expected to receive inconsistent and wavering results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per the FDA guidance, three (3) mdrs will be filed, one (1) per patient sample. All three samples generated a sars-cov-2 positive result. Sample 1 was tested using the cobas® liat® system analyzer sn(B)(4) while sample 2 and sample 3 were tested using the cobas® liat® system analyzer sn (B)(4). All three samples were repeated using the same device and generated sars-cov-2 negative results. Both positive and negative results were reported to the patients and medical personnel, and no harm or injury is alleged. An investigation was conducted to evaluate the customer¿s allegation which did not identify any product problem. A review of the data suggests late CT values indicative of weak positive samples near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.